Manufacturer narrative:
One 11x25mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw could not confirm the reported breakage. The screw is intact, however the first distal thread is slightly deformed. Dimensional assessment of the screws major diameter, length and wall thickness was performed and found to meet print specifications. The clinical details were reviewed and confirmed that the patient had hard bone and that a tunnel of 11mm was utilized. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an acl reconstruction surgery, the biosure screw broke when being implanted. After removal, it was replaced with a back up device but it is unknown whether another bone hole had to be drilled. The surgery was not significantly delayed. The patient was not injured.